Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device powered on with a white screen error with an audible alarm coming from the secondary beeper. The white screen error could not be cleared so the history log of the device could not be downloaded. Further testing found the snaphat battery had a voltage measured to be 1.89 vdc (nominal 2.8vdc). The device was programmed to run sdram screening check to see if white screen was caused due to a defective uic2 som module. The device failed to complete sdram check, indicating a faulty uic2 som module. The functional tests conducted were specific and in alignment with the customers report. The customer complaint was confirmed and is attributable to the device. A probable cause for the customer complaint was a faulty uic2 som (som2 failure) module. This was confirmed during sdram screening check when the device failed to complete the test. The root cause for som2 failure is due to clock signal integrity issue that leads to incorrect data being read/written to sdram resulting in a software crash. The defective uic2 som module needs to be replaced. White screen failures caused due to som2 failures are a part of the recall. In addition, the snaphat battery was found to be depleted and this can cause software corruption which results in a white screen error. The snaphat battery is needed to support the ram chip u2 on the uicboard. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.